Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Tampon string broke [device breakage]. She couldn't get the tampon out, it was inside her sideways, stuck for 8 hours [foreign body in reproductive tract]. Case narrative: on 24-jan-2023, a spontaneous report was received from a consumer regarding a female of an unreported age who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with playtex sport plastic, unscented. On an unspecified date, after inserting the product, the product string broke. The consumer could not get the tampon out and was scared and crying. The consumer tried for 2 hours and nothing happened, so she went to urgent care, where a physician removed the product. The product was in her sideways and had 1 string. The consumer had the product stuck for 8 hours. As of 24-jan-2023, the status of product use was not reported. No additional information was provided.